Event description:
In 2009, the patient reported he had an elevated blood glucose reading of 198 mg/dl. He stated he received an e4 (occlusion) error on his insulin infusion device while attempting a bolus of 7.0 units. To troubleshoot, the patient was instructed to disconnect the tubing from the infusion headset and bolus 7 units which he did without occlusion. He reconnected to the same infusion headset and bolused but the e4 displayed again. The patient was advised to change his infusion headset and bolus for his elevated reading. He said the headset cannula was not kinked or bent. He stated he was due to change the infusion set today. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.